Event description:
Alleged the brake was set on this bed, and it jumped into the neutral position while the patient was entering the bed. The patient slipped but was being assisted, and did not fall.

Manufacturer narrative:
The hill-rom field investigation indicated to brake pedal would not lock in the brake position. The hill-rom field technician adjusted the casters to repair the bed. Mod 373 is a field corrective action which replaces the brake detent mechanism and adjusts all four casters of the affinity 4 birthing bed. This failure occurred following the correction of this unit.